Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure performed: pps using navigation intra op, the tip of the driver cracked vertically due to which it could not grip the screw properly, and the driver could not be used. No fragment of the instrument remaining in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There were no fragments remained in the patient body.